Event description:
It was reported a filter did not appear to open following deployment via a femoral approach. The filter was successfully removed utilizing a snare. A second filter was successfully placed without patient complications. This device was destroyed by the user facility. Therefore, no failure analysis will be available. It was indicated continuous flushing of the carrier system was not performed which co believes may have contributed to this event. Directions for use state: "the introducer catheter must be flushed through the opened flush port by frequent injection or continuous infusion of sterile heparinized saline during the implant procedure...insufficient flusing can allow thrombus formation inside the filter which can bind the legs and prevent complete opening upon release...confirm location of the carier capsule by injecting contrast through the handle of the introducer catheter...when percutaneous technique is employed, the right femoral vein is the most commonly chosen route of insertion...do not attempt to move or manipulate an engaged filter...in most cases, a second filter, properly placed, should be implanted for protection against recurrent pe".